Event description:
There was an allegation of questionable elecsys afp assay and roche diagnostics elecsys anti-tg results for 2 patient samples on a cobas e 602 module. On (B)(6) 2023, the initial anti-tg result for sample 1 was 253.2 ui/ml. On (B)(6) 2023, the sample was repeated and the result was 108 ui/ml. On (B)(6) 2023, the initial afp result for sample 2 was 0.908 ng/ml. On (B)(6) 2023, the sample was repeated and the result was 2.10 ng/ml. The repeat results were deemed correct.

Manufacturer narrative:
The afp reagent lot number is 638928. The expiration date is 31-jan-2024. The anti-tg reagent lot number is 63892800. The expiration date was not provided. The customer stated that their qc was out or range after running the patient samples. The alarm trace showed abnormal aspiration alarms around the time of the qc being out of range. The field service engineer (fse) advised the customer to perform air purges, mechanical checks, volume checks, and a pressure sensor voltage check. The customer performed qc successfully. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.